Event description:
It was reported that the patient underwent a l4-l5, l5-s1 posterior lumbar interbody fusion in which rhbmp-2/acs was used. Reportedly, sometime post-op, imaging studies showed that the patient developed uncontrolled bone growth and nerve compression at or near where rhbmp-2/acs was implanted. The patient has experienced chronic pain and radiculitis.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009 the patient presented with complaint of degenerative disk disease, l4-5 and l5-s1. The patient underwent the following procedures: bilateral laminectomy, mesial facetectomy and foraminotomy l4-l5 and l5-s1; posterior lumbar interbody fusion through a transfacet approach on the right l4-5 and l5-s1 using type bak cages, local autograft and bmp; posterolateral arthrodesis, l4-5 and l5-s1 using morcellized local autograft and bone morphogenic protein; posterolateral instrumentation l4 through s1 using instrumentation; placement of epidural catheter for postoperative pain management. Patient has a history of low back pain and lower extremity pain, numbness and weakness. Per op notes: bak cages of 10mm in height were selected, filled with local autograft and bone morphogenic protein and then placed into the disk spaces at the l4-5 and l5-s1 level on the right prior to the guides being removed.